Event description:
It was reported that a OEM largebore smartpocket was deformed before use. The following was reported by the initial reporter: "during incoming inspection conducted by jms, the septum was found to be deformed in 1 product."

Manufacturer narrative:
H6: investigation summary a 5600r sample was not available for investigation of this feedback; however the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the female luer adaptor of the smartsite identified to be oval in shape. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19058719 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the cause of the oval smartsite issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a OEM largebore smartpocket was deformed before use. The following was reported by the initial reporter: "during incoming inspection conducted by jms, the septum was found to be deformed in 1 product."